Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from meter memory of 219 and 178 mg/dl taken back to back on (B)(6) 2016 at 11:20am fasting. The customer's expected fasting blood glucose test result range is 95 -120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 219 and 178 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 7/29/2016 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: a 325mg/dl, (B)(6) 2016 04:50 pm, fasting: yes. A 196mg/dl, (B)(6) 2016 02:22 am, fasting: yes. A 196mg/dl, (B)(6) 2016 01:56 pm, fasting: yes. A 294mg/dl, (B)(6) 2016 07:29 pm, fasting: yes. A 141mg/dl, (B)(6) 2016 06:38 am, fasting: yes. Memory concerns: all the results he is currently on metformin - 1000mg 2 times a day, lantus (B)(4) units at bedtime, novolog - (B)(4) units before breakfast, (B)(4) units before dinner, and (B)(4) units at bedtime.